Manufacturer narrative:
Final analysis found the pulse generator as received was in backup mode with multiple flipped bits of product code. Reloading product code was attempted, but failed due to a defective integrated circuit.

Event description:
It was reported that the pacemaker dependent patient presented in clinic during follow-up in backup vvi, experiencing fatigue and muscle stimulation. The hardware elective replacement indicator (eri) byte indicated that the pulse generator had not reached hardware eri. Downloads failed with two different programmers. The device was replaced due to unresolved bvvi status.